Manufacturer narrative:
Lens was returned in liquid in the lens vial. Visual inspection found a tear in the optic. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
Reportedly, while preparing to insert a 13.7mm micl13.7, diopter -8.5 implantable collamer lens into the patient's right (od) eye, the lens tore. This occurred during the loading process. Reporter states that the surgeon noticed "a lot of bubbles" and when trying to pull the lens through "she had to grab [the lens] a couple of times." There was no patient contact with this lens. This occurred on (B)(6) 2017.